Event description:
It was reported that during a percutaneous transluminal angioplasty, the stent delivery system (sds) became stuck on the guide wire. The 90% stenosed lesion was located in the calcified and moderately tortuous left superior femoral artery. The physician successfully pre-dilated the lesion using a synergy 5mm x 40mm balloon catheter. Next, the physician attempted to "implant" the wallstent endoprosthesis with unistep plus delivery system in the lesion, however, the sds became "stuck" on another manufacturer's 0.035 guide wire. The wallstent and guide wire were removed from the patient. The physician attempted to advance the wallstent sds over an amplatz 0.035 guide wire, however, the wallstent sds "stuck" to the amplatz. The procedure was successfully completed with a wallstent rp 8x20mm stent. No patient complications were noted and the patient's status was reported as "good".

Manufacturer narrative:
(B) (6). The device was disposed, therefore, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found. The device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B) (4).